Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent procedure wherein the ipg was repositioned and the patient was doing well postoperatively.